Manufacturer narrative:
(B)(4). Customer will not return the product. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up to know whether the symptom persist; customer is feeling well; customer is not experiencing symptom; customer decline replacement since received a previous replacement product.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and results obtained of 79mg/dl. The customer's expected fasting blood glucose test result range is 70 to 140mg/dl. The customer reported symptom of shakiness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 03/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer states the meter is reading high because to compared to a friend's true result meter;customer instructed that thr truemetrix product test results are accurate compared to a laboratory rest results only. Customer states there is nothing that will change his mind and he will continue to compare. Customer states the meter is reading high as a couple of days ago he had a high reading on his meter and injected 5 units of insulin. Customer states hours later that was experiencing shakiness which prompted check the blood glucose.